Manufacturer narrative:
According to the complainant, the suspect will not be returned. A review of the batch history will be conducted. If there is any relevant information from our review, a supplemental medwatch will be filed.

Event description:
It was reported that during a ureteroscopy procedure, an amplatz ptfe .038 str. Guidewire tied itself into a knot resulting in loss of access to the upper tract. Surgery had to be aborted and a diverting stent was placed to allow any possible injury to the ureter to heal. Follow up information received from the complaint reporter stated there was no reported injury to the upper ureter and the pt was doing well post-op.